Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. During explant, the physician identified fluid loss from the balloon and cuff and a hole in cuff. The balloon and cuff were replaced, and there were no additional patient complications reported.